Event description:
It is reported that the devices were implanted in (B)(6) 2010 and that the pt was revised for infection in (B)(6) 2010.

Manufacturer narrative:
Information was rec'd from medwatch report #2601050000-2010-8004. Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be re-opened. Zimmer, inc considers the investigation closed.